Event description:
Reporter indicated that a dell handheld computer would not power on, even after charging the battery. The device has been received and is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.